Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported aviva system blood glucose results of 1.7 mmol/l and 4.6 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.